Manufacturer narrative:
Findings: unit had blank display due to corroded battery tube. Unable to test for weak battery alarm, failed battery test, low battery alert, self test and displacement test due to blank display. Unit had cracked reservoir tube lip and cracked case at display window corner.

Event description:
A customer reported via phone call indicating a weak battery alarm their insulin pump. The patient's blood glucose level was 75 mg/dl at the time of the call. The customer stated that they notice corrosion in the battery compartment of their insulin pump and that the battery life would not last as long as it is expected. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.